Event description:
Another company's coordinator was informed by customer of a leak in this set by the male connector. Leak occurred during pt use. No pt injury has been reported at this time.

Manufacturer narrative:
Sample has been requested but not rec'd for eval. Should sample become available, a follow up report will be filed. Review of the complaint history indicates similar issues have been reported for this product code.